Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. Blood was also observed on the handle of the device. The heater wire was also observed to be flexed at the center, while remaining attached at the tip and base of the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3- second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.64 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, and the received condition of the device, the reported failure "intermittent continuity" is not confirmed. The analyzed failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield when the harvester started to cut branches, the device would only work intermittently. In other words, the cautery would work at times and then it would stop working. This slowed down the harvesting of the vein, but did not cause any adverse outcomes or injury. When this problem began to happen, the staff in the room checked all connections between the hemopro 2 device and the generator. All connections were intact so therefore a new power cord was used. However, the device continued to malfunction. Therefore, the defective device was removed from the surgical field and a new device was opened to finish the case.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield when the harvester started to cut branches, the device would only work intermittently. In other words, the cautery would work at times and then it would stop working. This slowed down the harvesting of the vein, but did not cause any adverse outcomes or injury. When this problem began to happen, the staff in the room checked all connections between the hemopro 2 device and the generator. All connections were intact so therefore a new power cord was used. However, the device continued to malfunction. Therefore, the defective device was removed from the surgical field and a new device was opened to finish the case.